Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, complication in site preparation, immediate implantation, peri-implantitis, infection, swelling, abscess, bleeding, inflammation, mobility.